Event description:
Racz catheter placed under x-ray guidance. Instilled wydase and lupivacaine. On removing catheter found tip of catheter with uncoiled wires. Pt x-rayed. Found tip in epidural space. Dr and pt decided to leave tip in place. No surgery performed.